Manufacturer narrative:
Device passed displacement test, a21 test and self test, no error noticed during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed and external ram crc error occurred shortly after inserting a new battery. The customer¿s blood glucose was 202 mg/dl at the time of incident. The customer was previously able to clear the alarm and able to rewind the insulin pump. The customer inserted a new battery per instructions for use guidelines and received alarm for unexpected restart, a cold reset was performed. The insulin pump will be returned for analysis.